Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that there was no visual or audible alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer alleged no visual alarm nor audio alarm for non-sustained ventricular tachycardia (nvt) on dec(B)(6) 2021 at 7:56. The rse reviewed the log files and found several yellow alarms for cardiac frequency >140 were generated (visual and audio). There were no ventricular tachycardia (vt) or nvt alarms, these alarms are alarms that are linked to the end systolic volume (esv). The rse determined that the conditions to generate the vt or nvt alarms (number of esvs) were not met. The customer checked the arrhythmia settings in: measurements/arrhythmias. The esv alarms were not activated. The biomedical engineer reactivated them in configuration mode. There was no product malfunction; this is considered a user clinical application support issue. Section b event date was corrected.